Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with right ventricular noise. The noise could not be reproduced in the clinic. The device was reprogrammed from vvir to voor in order to not oversense noise. The lead remained implanted. No further issues were observed. The patient did not report any symptoms.